Manufacturer narrative:
The reported issue of the thermogard exhibited tcmid: 06 (ce post failure) error message was confirmed during the initial functional testing and in review of the archive data. The issue was attributed to the defective wire harness of the cooling engine and pic16. The defective parts were replaced to remedy the fault. Following the repair and replacement of the wire harness, the thermogard was tested and passed all the testing criteria and functioned as intended. Event log review confirmed the error tcmid: 06 (ce post failure) error message on the reported event date. Initial functional testing failed as the thermogard main cooling fan in the cooling engine did not start and error occurred after 10 minutes when the pre cooling set up was set. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for (B)(4).

Event description:
As reported, the thermogard exhibited tcmid: 06 (ce post failure) error message. Customer did not give further information as to when the error was observed (during set up preparation or during patient use). The console was suspected to have problem with the heater system. According to the customer, the treatment was initiated with another console. No patient harm or consequence was reported.